Manufacturer narrative:
Bayer service visited the site and performed a veris system checkout. The system was found to perform to specification. The system is currently in use at the site. A bayer clinical application specialist will perform a site visit the week of october 3, 2016 to provide additional applications training.

Event description:
A bayer representative reported the following: the customer reported a patient death occurred while the veris monitor was in use. A (B)(6) male with an admitting diagnosis of lymphoma and mrsa underwent an MRI of the entire spine with and without contrast while under general anesthesia on a 1.5 tesla magnet. During the procedure the patient's vital signs became difficult to obtain. The staff was unable to palpate a pulse. The patient was removed from the MRI scan room and the staff initiated a code. Revival efforts were attempted for approximately 20-30 minutes before the patient was pronounced dead. The customer provided that the suspected cause of death was due to a possible embolic event.